Event description:
It was reported that the device showed a loss of capture (loc) on the right ventricular (rv) lead channel. The patient was already hospitalized for a urinary tract infection. The physician decided to enable the right ventricular auto threshold (rvat) feature. Boston scientific technical services (ts) recommended reprogramming options. The patient will be monitored. No further adverse effects were reported for the patient.